Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case and the barrel head were cracked. A review of the event history log identified invalid syringe size. During functional testing using the syringe test with 60 milliliter and 1 milliliter syringes and checking the calibration for verification on both quality control slugs, the reported issue was unable to be duplicated. The device was able to recognize 60 milliliter and 1 milliliter syringe size. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced barrel clamp head for preventive. Performed syringe reading test and all functional test which the device passed. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a syringe size error. No patient injury was reported.